Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2021 during which the surgeon noted extensive interloop adhesions and adhesions from the small bowel to the mesh. The surgeon performed a laparoscopic adhesiolysis resulting in a small bowel resection to remove the bowel from the mesh. The removed segment of jejunum including the mesh was noted to be devitalized with associated seromuscular disruptions. It was reported that the patient experienced severe pain, inflammation, loss of appetite, scarring and disfigurement. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.